Event description:
A caller reported an alarm 22 related to their device. The customer was unable to resume pump therapy. The customer's blood glucose level was recorded at 4.5 mmol/l. Customer reverted to using insulin injections for insulin therapy.